Event description:
It was reported that the tubing of an unspecified access set separated from the second port. While disconnecting the phenylephrine infusion and removing it from a baxter pump, the tubing separated directly from/above the second port. This issue occurred after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes), h11 h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.